Event description:
It was reported that when using the bd pyxis¿ es refrigerator, entire drawer was failed and not connected to the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bin 1-2 was closed and locked but station was seeing it open. The field service engineer (fse) ran diagnostics and confirmed that all bins functioned correctly, but they continued to fail in the application. While preparing to replace the irac at the back of the rack, user recommended performing a helmer and station power cycle since diagnostics were passing. After completing the reboot sequence, the bins worked normally, and pharmacy tested multiple times without any failures. The system functioned as intended after the field service engineer repaired the device.